Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. Also received the device with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and that the customer was unable to clear the alarm. The blood glucose reading was 179 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.